Event description:
The reporter contacted lifescan on behalf of the pt alleging that her one touch ultra meter would not power on. The medical affairs specialist mailed a letter since the pt could not be reached. The pt obtained results of 639 mg/dl and over 400 mg/dl on the reported meter, while having stomach cramps and passing out. She had taken insulin following the use of the meter. The pt had also tested on a one touch profile meter and obtained a 190 mg/dl. The results obtained were reported to have been within 10 minutes apart. The pt was taken to the hospital, where she was treated intravenously. No further relevant info regarding the incident was provided. The reporter did not allege harm. There is insufficient info to suggest that the pt experienced injury and medical intervention due to the meter. It would have been helpful to know her medication regimen, the result and treatment administered at the hospital, and detailed info regarding the events that took place during the day of concern. The customer care representative (ccr) verified that the control solution was within expiration date, the test strips were in good condition, not expired, stored improperly, or opened longer than the discard date. The ccr walked the reporter through 2 consecutive control solution tests and both results fell outside the specifications. Based on two failed quality control tests, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.